Manufacturer narrative:
(B)(4). Evaluation summary: factors that may contribute to resistance and difficulty removing a guide wire may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. It should be noted that the hi torque balance middleweight universal instruction for use (IFU) warns: do not: push, auger, withdraw or torque a guide wire that meets resistance. Do not: torque a guide wire if the tip becomes entrapped within the vasculature. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported and the packaging was not returned. Based on the investigation, no product deficiency was identified.

Event description:
It was recorded that during an interventional procedure to the left main anterior descending artery, a 0.014 balance middleweight (bmw) 3 cm guide wire was attempted to cross through a proximally placed non-abbott stent when it became entangled with a protruding stent strut. After resistance was felt during withdrawal, twisting and kinking occurred in the distal area. The device was able to be removed with great resistance. Another bmw was used to complete the procedure successfully. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.